Event description:
It was reported that during an unknown procedure, the surgeon could not use the handswitch. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.